Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain / pain"), device dislocation ("malposition of essure device location of device: towards endometrium") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in an adult female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension, polycystic ovarian syndrome, vaginal irritation, genital herpes, vaginitis, vulvitis, grand multiparity and edema. Urine hcg negative. Previously administered products included for an unreported indication: procardia xl, copper iud, metronidazole and valtrex. Concurrent conditions included poor sleep, contusion, urinary frequency, menses irregular, peripheral swelling, hematoma and hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacterial uti"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("reproductive system disorder or condition type of disorder or condition vaginal discharge"). In 2018, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("mental anguish / anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), psychological trauma ("psychological injuries"), cervicitis ("other injury(ies) or complication(s) - please describe: cervicitis"), inflammation ("cervix biopsy revealed severe acute and chronic inflammation"), ulcer ("ulceration"), excessive granulation tissue ("granulation tissue and reactive epithelial changes"), polycystic ovaries ("polycystic ovaries"), abdominal pain lower ("cramping of the left lower abdomen / sharp pain on the right lower abdomen area"), groin pain ("goin pain"), deformity ("disfigurement") and physical disability ("bodily impairment") and was found to have leiomyoma ("myoma") and smear cervix abnormal ("abnormal glandular papanicolaou smear of cervix"). The patient was treated with antibiotics, azithromycin (azithro), norethisterone (norethindrone), silver nitrate and surgery (underwent major surgery). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, bacterial infection, urinary tract infection, migraine, headache, vaginal discharge, anxiety, anhedonia, emotional distress, general physical health deterioration, psychological trauma, cervicitis, inflammation, ulcer, excessive granulation tissue, leiomyoma, polycystic ovaries, smear cervix abnormal, anaemia, abdominal pain lower, groin pain, deformity and physical disability outcome was unknown. The reporter considered abdominal pain lower, anaemia, anhedonia, anxiety, bacterial infection, bladder disorder, cervicitis, deformity, device dislocation, dysmenorrhoea, emotional distress, excessive granulation tissue, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, groin pain, headache, inflammation, leiomyoma, menorrhagia, migraine, pelvic pain, physical disability, polycystic ovaries, psychological trauma, smear cervix abnormal, ulcer, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: suffering bodily impairment, special damage and general damage, reactive epithelial changes. Discrepancy to be noted as : have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes; she is considering removal. Anticipated or scheduled date: she has not planned a date yet. Separated pelvis during delivery: (B)(6) 2012. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 3 coils noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: a small myoma was noted. The cervix and cul-de-sac were clearly visualized and no abnormal findings were noted, ovaries appearance is c/w pco. Essure device was seen in optimal position on the right side and satisfactory on the left [minimally distance to the endometrium.. Ultrasound scan vagina - on (B)(6) 2016: the doctor said the implants were satisfactory, but said that the one on the right was a little off but still ok.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, genital bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs and mr received: lot number was added. Events: genital bleeding, vaginal bleeding, menorrhagia, apareunia, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, bacterial infection, bacterial uti, device dislocation, migraines, headaches, vaginal discharge, anxiety, humiliation, degradation, disfigurement, bodily impairment, psychological injuries were added. Event onset dates were added. Medical history and concomitant conditions were added. Concomitant drugs were added. Lab data were added. Reporter's were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain / pain"), device dislocation ("malposition of essure device location of device: towards endometrium") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in an adult female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension, polycystic ovarian syndrome, vaginal irritation, genital herpes, vaginitis, vulvitis, grand multiparity and edema. Urine hcg negative. Previously administered products included for an unreported indication: procardia xl, copper iud, metronidazole and valtrex. Concurrent conditions included poor sleep, contusion, urinary frequency, menses irregular, peripheral swelling, hematoma and hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial") and urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial uti"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("reproductive system disorder or condition type of disorder or condition vaginal discharge"). In 2018, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("mental anguish / anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), psychological trauma ("psychological injuries"), cervicitis ("other injury(ies) or complication(s) - please describe: cervicitis"), cervix inflammation ("cervix biopsy revealed severe acute and chronic inflammation"), ulcer ("ulceration nos"), excessive granulation tissue ("granulation tissue and reactive epithelial changes"), polycystic ovaries ("polycystic ovaries"), abdominal pain lower ("cramping of the left lower abdomen / sharp pain on the right lower abdomen area"), groin pain ("groin pain"), deformity ("disfigurement") and physical disability ("bodily impairment") and was found to have leiomyoma ("myoma") and smear cervix abnormal ("abnormal glandular papanicolaou smear of cervix"). The patient was treated with antibiotics, azithromycin (azithro), norethisterone (norethindrone), silver nitrate and surgery (underwent major surgery). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, bacterial infection, urinary tract infection bacterial, migraine, headache, vaginal discharge, anxiety, anhedonia, emotional distress, general physical health deterioration, psychological trauma, cervicitis, cervix inflammation, ulcer, excessive granulation tissue, leiomyoma, polycystic ovaries, smear cervix abnormal, anaemia, abdominal pain lower, groin pain, deformity and physical disability outcome was unknown. The reporter considered abdominal pain lower, anaemia, anhedonia, anxiety, bacterial infection, bladder disorder, cervicitis, cervix inflammation, deformity, device dislocation, dysmenorrhoea, emotional distress, excessive granulation tissue, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, groin pain, headache, leiomyoma, menorrhagia, migraine, pelvic pain, physical disability, polycystic ovaries, psychological trauma, smear cervix abnormal, ulcer, urinary tract disorder, urinary tract infection bacterial, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: suffering bodily impairment, special damage and general damage, reactive epithelial changes. Discrepancy to be noted as : have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes; she is considering removal. Anticipated or scheduled date: she has not planned a date yet. Separated pelvis during delivery: (B)(6) 2012. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 3 coils noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: a small myoma was noted. The cervix and cul-de-sac were clearly visualized and no abnormal findings were noted, ovaries appearance is c/w pcos. Essure device was seen in optimal position on the right side and satisfactory on the left [minimally distance to the endometrium.. Ultrasound scan vagina - on (B)(6) 2016: the doctor said the implants were satisfactory, but said that the one on the right was a little off but still ok. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, genital bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.